Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204, dmg monitor case) has been confirmed. Upon investigation, the monitor was unable to communicate with an electrode belt. The cause for the communication failure was isolated to a physically broken electrode belt cable receptacle. The root cause for the damaged receptacle could not be positively identified.

Event description:
A us distributor returned monitor and reported that the monitor had a damaged belt connector a service code 204.